Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed via the returned modular cable¿s analysis. The returned modular cable (lot number 7057298) was observed to have fluid on its controller-side connector upon arrival, consistent with the fluid ingress observed on the returned system controller. The cable was functionally tested and was found to perform as intended despite the fluid. The provided log file did not capture any atypical events, and the system operated as intended throughout the data. Available information suggests that the modular cable was exchanged due to concerns about fluid transferring to the patient¿s new controller, and no further issues have been reported. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 7057298, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their modular cable, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had battery corrosion in their primary system controller. No alarms were noted. There were no unusual events recorded in log file event history. Upon replacing the emergency backup battery (ebb) due to expiration, green gunk corrosion was found on the system controller. The controller was exchanged on (B)(6) 2024. The customer was concerned about any green gunk being transferred to the new controller. The customer was advised to check the modular cable and clean with alcohol or to replace the modular cable if needed. The modular cable was replaced.